Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer's father attributed the alarm to the insulin pump's sensitivity to pressure. Customer was able to resolve the alarm by changing their entire set. The father reported the issue has persisted with several infusion sets and reservoirs. Customer's blood glucose was unknown. The customer's father declined to troubleshoot. No additional information provided.